Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. However, photographs of the subject complaint sample were provided for review. No product contribution to the reported event was identified. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "impaction bone-grafting in the treatment of a periprosthetic fracture of the tibia¿, and reviewed for MDR reportability. Authors presented a single case study of a (B)(6) year old woman who presented with acute pain, a periprosthetic spiral distal tibia fracture (upper 1/3, just distal to the stem prosthesis), and an aseptically loose depuy pfc revision tibial component (tray and stem), following a low-energy twisting injury. It was noted that there was extensive proximal tibia bone loss. It was also identified that the patient had undergone four prior surgeries on the knee--primary total knee (products unidentified), removal of the prosthesis with spacer implantation, revision re-implantation of depuy revision products, and a segmental fibular resection to address an unsuccessful non-operative management of a very distal (lower 1/3) tibia fracture non-union. The fracture eventually healed in 6 degrees of varus after the resection and use of a bone stimulator. During the current revision surgery to address the presenting periprosthetic fracture and aseptic loosening, it was noted that there was extensive metallosis and black staining of the soft tissues secondary to the loose revision tibial tray and stem construct. The entire tibial construct was revised; the existing revision femoral construct and patella were retained. Impaction bone grafting was utilized to address the tibial bone loss. A revision pfc tibial tray with a medial block augment and 200 mm long tibial stem were implanted, along with cerclage cables around the fracture line, to treat. The article did not provide product codes or lot numbers, nor did it identify the cement manufacturer.